Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The insulin pump had cracked display window corners, battery tube threads cracked, broken belt clip slot. Drive support disk was inspected and no anomaly was noted during testing. No motor position encoder error alarm on alarm history screen. Moisture damage and corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 307 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.